Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed. A visual inspection, DHR review and drawing review were performed as part of this investigation. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device¿s cannulation was found to be broken, separating the head from rest of the device body, and with the broken fragment of cannulation stuck in the rotating head. It was found that the device¿s chuck functioned as intended. No definitive root cause was able to be determined however the failure mode is typically associated with errant hammer blows. Marks were identified on the blue handle consistent with hammer impaction. The overall balance of the device looks in ok condition with multiple signs of wear over the device surface. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No product design issues or discrepancies were observed. The inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless-steel elastic nails (sten). The inserter is also used in end cap insertion and removal per the relevant elastic nail system technique guide. Further material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 9+ year old reusable instrument breaking. A review of the current design drawing and the drawing revision at the time of manufacture was performed. Dimensional analysis cannot be completed at the fracture site due to post-manufacturing damage. During the investigation no discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined however the failure mode is typically associated with errant hammer blows. Marks were identified on the blue handle consistent with hammer impaction. As per technique guide for elastic nail system technique guide, controlled hammer blows should be applied using the locking slide hammer to drive the nail up the medullary canal. In no case the hammering should be performed on the blue handle which was witnessed in the case of the returned inserter. Additionally, this reusable device is approx. 9+ years old and experiences repeated shocks and vibrations during implementation. The cumulative wear occurred during 9+ years of service period may also have contributed to the breakage of the device. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number 1904339. Manufacturing location: (B)(4). Date of manufacture: 17.jun.2008. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an elastic nailing procedure was being performed on (B)(6) 2017. During the procedure while the surgeon was striking the inserter with the mallet, the top of the inserter broke into two pieces. Both pieces were retrieved. There was a two (2) minute surgical delay to remove the broken inserter and to grab a t-handle to continue with the surgery. Procedure was completed successfully and patient status was reported as stable. Concomitant devices reported: unknown mallet (part# unknown, lot# unknown, quantity 1). This complaint involve 1 part.